Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, while implanting the right ventricular lead, it was noted that the helix was failing to extend. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to extend helix was confirmed. A complete lead was returned in one piece. Final analysis found the helix clogged. No other anomalies were found.